Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account states that a serum specimen from one patient generated a falsely elevated troponin I result of 0.164 ng/ml. Retests performed on the same day yielded results of 0.045 and 0.049 ng/ml. No adverse outcomes were reported related to this issue.